Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd extension set maxplus® was clogged. The following information was provided by the initial reporter: extension set failed to flush.

Manufacturer narrative:
H6: investigation summary ; one sample was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was seen near the female luer. A quality notification was sent to the manufacturer. From the manufacturing investigation, the root cause was determined to be the lack of time in the air sweep operation. A quality alert was generated to indicate the correct time of sweep operation and the correct solvent level. A device history record review for model mp5303-c lot number 22079022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd extension set maxplus® was clogged. The following information was provided by the initial reporter: extension set failed to flush.